Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2).

Event description:
Customer reportedly received the following results with two different meters within 10 minutes: 91 mg/dl (system 1/strip, lot 475078), 349 mg/dl (system 2/strip, lot 475078), 317 mg/dl (system 1/strip, lot 475157) and 105 mg/dl (system 2/strip, lot 475157). Results were obtained using different strip lots. No adverse event was reported. Return of the suspect device was requested for evaluation.